Event description:
Same as manufacturer report#6000093-2006-02045 tap- it was reported that 114 days after implantation of a 3 x0x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, tandem target lesions were located in the mid and proximal left anterior descending artery (lad). A pre-intervention stenosis of 95% for each lesion was reported. The lesions were pre-dilated with a 2.5mm maverick balloon. A 2.75x28mm taxus stent was deployed in the mid lad followed by a 3 .0x16mm taxus stent deployed in the proximal lad. It was not reported that the stents were post-dilated. It was noted that "there was no residual stenosis." The patient received heparin during the procedure. The procedure was noted to be "successful" with "no complications." The patient presented 114 days after the initial procedure with "chest pain syndrome" and a diffuse proliferative 95% in-stent restenosis of the previously stented mid lad. The lesion was pre-dilated with a 2.5 balloon. A 2.5x23mm cypher stent was deployed at 18 atm in the mid lad in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The patient received heparin during the procedure. The procedure was noted to be "successful. "No information concerning the patient condition was reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is not known, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.